Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe what minor consequences did the patient suffer? What medical/surgical intervention was provided to manage the consequence? Was the needle removed from the patient during the same procedure? Was there any unexpected outcome or complication due to this issue resulting into alteration in treatment plan/post-op care? Patient's present condition.

Event description:
It was reported that a patient underwent a dental surgery on (B)(6)2018 and suture was used. During use, the needle pulled away from the thread and stayed into the gingiva of the patient. It was difficult to retrieve the needle because it was small. There were minor patient consequences because the needle was retrieved. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please describe what minor consequences did the patient suffer? Risk to lose the needle in the patient mouth what medical/surgical intervention was provided to manage the consequence? Needle was found during the procedure was the needle removed from the patient during the same procedure? Yes was there any unexpected outcome or complication due to this issue resulting into alteration in treatment plan/post-op care? No patient's present condition perfect.